Event description:
The customer observed imprecise magnesium results generated on the architect c16000 processing module. The following data was provided (customer¿s reference range: 0.61-1.03 mmol/l): initial result = 1.02 mmol/l; repeat result = 0.52 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The technical service specialist (tss) inspected the architect c16000 processing module, serial number (B)(6), and resolved the issue by rebuilding the vacuum pump and replacing the cuvette dry tip and bulk solution valve assembly. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant results was not identified. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c16000 processing module did not identify an increase in complaint activity related to the current complaint issue. A review of the device history record did not identify any nonconformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect c16000 processing module, serial number (B)(6), was identified. Updated d10- concomitant product: removed cc cuv dry tip, 09d51-02, unknown.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This issue was previously reported under MDR number 3005094123-2025-00242 under a different suspect device.

Event description:
The customer observed imprecise magnesium results generated on the architect c16000 processing module. The following data was provided (customer¿s reference range: 0.61-1.03 mmol/l): initial result = 1.02 mmol/l; repeat result = 0.52 mmol/l there was no impact to patient management reported.